Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner, unknown head, unknown stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to malpositioning of the acetabular cup shown on x-ray provided; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of radiographs received. Review of the available records identified the femoral component of right total hip arthroplasty appears unremarkable, intact and without periprosthetic lucencies. The shell of the acetabular cup appears rotated within the acetabular groove clockwise by approximately 90 degrees with the epicenter of the cup located along the inferomedial portion of the acetabular roof rather than at the superomedial region. Rather than appearing aligned with the femoral head component, it is located approximately 90 degrees out of alignment. No periprosthetic lucencies are seen within the acetabular cup and no fracture is seen within the acetabular cup. It is assumed that this is related to subsidence from the initial time point, although the initial time point images have not been provided to compare. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.